Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged loss of skin graft is related to the activ.a.c.¿ therapy system. Multiple unsuccessful attempts have been made to gather additional clinical information, but there has been no response. Kci reporting as a potential use error based on instructions for use as indicated below and physician recommendations. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Maintaining a seal -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active.

Event description:
On jun 18 2017, the following information was reported to kci by the patient's family member: the activ.a.c.¿ therapy (system) had allegedly powered off for an unknown period of time because the power cord was broken and the patient had a skin graft in the wound. On jun 22 2017, the following information was reported to kci by the wound care nurse after a review of the physician's notes in the patient health care records: the physician noted on (B)(6) 2017 the patient stated that the power cord had become damaged and he had gone without therapy for a period of time. The physician's wound assessment noted that the skin graft was no longer viable and the graft had deteriorated. The physician also noted, that he had not been notified of this event by the patient when the event occurred. Device evaluation with power cord assessment by kci quality engineering pending at this time.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged loss of skin graft is related to the activ.a.c.¿ therapy system. Kci is reporting the event as a potential use error based on instructions for use and physician remarks that the patient did not notify them that the therapy was off.

Event description:
On (B)(4) 2017, the device was tested per quality control (qc) procedure by kci field service, and the device passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(4) 2017, the device was tested per quality control (qc) procedure by kci quality engineering (qe), and passed the qc checks and met specifications. Kci qe was able to confirm with kci field services that the power cord was not available for evaluation; therefore, a malfunction of the power cord could not be confirmed. Inspection and testing of the device with an in-stock power cord did not reveal any evidence of an operational malfunction.